Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s wife reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl but they was 200 mg/dl which was treated with insulin pump and manual injection. The customer also stated that they did allege insulin pump was under delivering because the insulin stayed in the reservoir. Customer stated that insulin pump had insulin flow blocked alarm and hardware low level failures. Customer was able to clear the alarm. Customer was able to complete pump rewind. Customer was performed self test and it was passed. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room nor admitted into hospital. The insulin pump and reservoir will not be returned for analysis.